Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A procedural or post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14 fr sheath is 5.5mm). In this case, there was no allegation or indication a device malfunction contributed to the adverse events. Although the exact causes and sources of the postoperative bleeding and subsequent transfusions cannot be confirmed, the cause of the bleeding may be related to the pseudoaneurysm since there was no other contributing factors. The cause of the pseudoaneurysm is also unknown, however may be due to patient factors (mld below required vessel diameter, 5.0mm) and or procedural factors as described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), following the implant of a 23mm sapien 3 valve via the transfemoral approach, a drop in hemoglobin from 10.8g/dl to 7.2g/dl and a drop in hematocrit from 33% to 22% was reported. Two (2) units of red blood cells (rbc) were transfused on postoperative day (pod) 1. The source of the bleeding could not be determined. Three (3) days post procedure, a small pseudoaneurysm in the distal artery femoralli communic (1cm x 0.5cm) was observed. No actions were taken for the pseudoaneurysm. The bleeding was resolved without sequelae on pod4. The small pseudoaneurysm was ongoing at the time of the report. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 5.0mm. No vessel calcification was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.